Manufacturer narrative:
E1: 3-chome-2-10 konandaikonan-ku, kanagawa prefecture device returned to manufacturer: a visual examination of the stent found signs of stent damage. Stent struts from the proximal end to the middle of the stent were lifted and pulled proximally.the undamaged stent outer diameter was measured using snap gauge and the result was 0.0430, this is within maximum crimped stent profile measurement as per document # 50697130-40. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was being used in a procedure. During the procedure it was noticed that the stent strut was damaged in the middle portion. There was no harm to the patient. The procedure was successfully completed with a another of the same device without further issue or patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was being used in a procedure. During the procedure it was noticed that the stent strut was damaged in the middle portion. There was no harm to the patient. The procedure was successfully completed with a another of the same device without further issue or patient injury.